Event description:
The customer reported that the touchscreen was having issues. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the touchscreen was having issues. A calibration was performed; however, the issue was not resolved.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter email: (B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the biomed replaced the touchscreen and the issue was resolved. The device was returned to service. There was no patient involvement when the issue occurred.